Event description:
The customer received a blood glucose reading of 88mg/dl on the breeze2 meter. The hospital equipment read 46mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the test strip information was not provided. Product was not replaced.